Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the event "impactor fractured" was identified and further investigation has been performed. No additional similar investigated events for the lot number 05.174066 have been found. (B)(4). Review of event description: it was reported that the impactor was fractured. Review of received data no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the broken impactor has been returned for investigation. The breakage occurred at the threads of the instrument. Moreover, there are many signs of usage visible. No other conspicuousness found. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Extraordinary high forces might have been applied during surgery. - instrument breaks or deforms due to off-label / abnormal-use => not possible. Instrument does not show any signs of an off-label use. Conclusion summary: the broken impactor was returned for investigation. It might be a possibility that unusual high impact / torque forces might have occurred on the instrument during surgery, leading to the breakage. Another possibility is that the setting instrument was screwed on incompletely or at an angle, resulting in high stress in the material, which could have led to the breakage. Additionally there might have been an aging of material due to cleaning and sterilization as the instrument has been manufactured in 2005. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Within this investigation, it was determined that the design is acceptable. The worst case impact with regards to patient risk was an extended surgery of less than 15 minutes. It was therefore concluded that a corrective and preventive action is currently not required. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e impactor ref. (B)(4)) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that during a surgery on (B)(6) 2017 the impactor, 32 broke. The surgery was completed with another device. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.